Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump made a shrill beep and it would not stop. The buttons on the insulin pump were unresponsive and then had a blank display. The screen had a scratch. When the insulin pump turned on, in the alarm history there was three external error, three unexpected restart, and two watchdog timeout alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, and the pump powered up properly. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Unable to verify the watchdog timeout, external ram crc, unexpected restart or audio/beep due to the blank display anomaly.